Event description:
It was reported that the patient was seen as a self-referral because of crown mobility on the implant. The patient reported that the crown was loose for approximately 3 weeks before they were seen and by that time, the implant collar had fractured. The implant was removed. Symptoms as a result of the event: pain and inflammation.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022- 03210. Zimmer biomet complaint number (B)(4). Brand name unknown / not provided. Catalog and lot number unknown / not provided tsvh11, impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm/ lot number-60967179. Therapy date unknown/not provided. PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. . H6: investigation type codes were added: 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4315. One unknown abutment/screw was reported but not returned. Based on the evaluation, device malfunction could not be verified for the abutment/screw. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR could not be reviewed for unknown abutment/screw since the lot number was unknown. Complaint history could not be reviewed for the unknown abutment/screw due to unknown lot/item number. Functional testing could not be performed due to the nature of the device and event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. Based on the investigation, risk review and IFU, the most likely causes determined from the investigation for the reported events are parafunctional habits of the patient (clenching) over the implantation period (14 years) or patient specific issues. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.